Event description:
According to a complaint forwarded to walgreens by the product supplier, (B)(4), the consumer sustained burns to her face, lips, and chin area while using this product (B)(4). The product named in this complaint is the walgreens personal steam inhaler (walgreens wic (B)(4)).